Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a pairing issue between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review did not confirm the reported event of a pairing issue. A root cause could not be determined via data. This complaint was deemed to be reportable based on the findings of a transmitter failure.